Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no alert on the dexcom receiver and an adverse event. The patient stated that they were asleep, and their house guest heard the receiver vibrating and checked on the patient. It was indicated that the device vibrated but the alert did not sound. The house guest woke the patient up and performed a finger stick reading and the blood glucose (bg) meter was showing 66mg/dl. The patient ate peanut butter crackers and honey and performed another finger stick reading which showed 59mg/dl. Due to the bg value dropping, the patient called the paramedics and when they arrived, they administered the patient with intravenous (IV) therapy of glucose. After treatment, they performed a finger stick reading and the patient¿s bg was 101mg/dl and was transported to the hospital. Treatment at the hospital is unknown. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, and no defects were found. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The resistance of the speaker was measured, and the resistance was within specification. The reported intermittent audio output could not be confirmed. A probable cause could not be determined.